Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0039990r, implanted: (B)(6) 2000, product type: catheter. Product ID: 8590-1, lot# n313963, implanted: (B)(6) 2012, product type: accessory. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an MRI on the event date and the event logs confirmed a motor stall at 13:06 with no stall recovery. The patient was reportedly out of the scanner between 2 and 2:30 pm and no recovery had been logged as of 5 pm on the event date. No patient symptoms or outcome were reported. The pump was delivering lioresal. Follow-up was conducted for additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the physician did not know what was in the pump or how long it was stalled for. The physician stated there was only one stall caused by the MRI that the patient had that day. No troubleshooting was required. The nurse just kept checking the logs until the patient's pump showed that it had restarted. The patient had no symptoms as a result of the event. The patient was doing fine as of (B)(6) 2015 and recovered without issue.